Event description:
Surgeon reported that he has a patient who underwent a labral repair using the 2.3 osteoraptor (B)(6) 2013. The patient presented with post-op pain. A follow up MRI has showed a large effusion; they aspirated his joint. The patient had revision surgery. Samples were sent to pathology for culture analysis and the report will be forwarded.

Manufacturer narrative:
There is no product being returned for device analysis. (B)(4).